Manufacturer narrative:
Upon disassembly for visual inspection the skin was too tight and there were signs of third party repair.

Event description:
It was reported that during repair at the manufacturer it was noticed that a screw on the cordless driver 2 handpiece was broken in two pieces. No patient involvement or adverse consequences were reported as a result of this event.